Manufacturer narrative:
The insulin pump had a cracked case at display window corners, battery tube threads, broken reservoir tube lip, minor scratched display window, missing end cap sticker and loose/protruded drive support disk. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a case broken at the reservoir compartment, at the connections. The blood glucose at the time of the incident was unknown. The device will be returned for analysis.